Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pain, infections, dyspareunia, recurrence of incontinence, and other injuries as they become apparent. No further info has been provided.